Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they went to the emergency room via ambulance due to a low blood glucose level on (B)(6) 2017. Customer's blood glucose level was 30 mg/dl at time of the incident. The customer was given food/fruit cocktail to treat. The customer was unsure if she was wearing the insulin pump during the incident. The customer had not eaten for two days but remained connected to the insulin pump after a colostomy/lower gastro-intestinal procedure. The insulin pump was not returned for analysis.